Event description:
The catheter has ruptured 1cm of the bd's logo, below the oval disk after bubbles form. During the procedure of heparinization that is done by a capable team.

Manufacturer narrative:
This failure could not be verified due to no product being returned for evaluation. A root cause is unable to be determined; therefore, no corrective actions will be taken. If product is returned in the future, the issue will be reevaluated at that time.